Event description:
It was reported that during a clinic visit, the health care professional (hcp) called technical services (ts) and reported the patient with this cardiac resynchronization therapy defibrillator (crt-d) system reported experiencing dizziness and lightheadedness symptoms during a physical therapy appointment visit the day prior. It was noted that the patient's heart rate was checked and found to be in the 40 beats per minute (bpm) range. It was also noted that the patient was sick with bronchitis. The crt-d was interrogated and found to have noisy signals on the right ventricular (rv) lead that were reproduced with isometric maneuvers. The hcp requested further review of the stored events. Upon review of the presenting electrogram (egm), ts noted that on some events, the rv lead noisy signals are oversensed and appeared to be myopotential in nature. Ts was unable to determine if the dizziness symptoms patient experienced was caused by the device. Ts discussed reprogramming options with the hcp and recommended further testing on the crt-d system to be performed once the patient is feeling better from the bronchitis. At this time, the crt-d and rv lead remain in service. No additional adverse patient effects were reported.